Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023, which is off-label usage of the device. On the same day, it was reported that the patient was experiencing nausea and vomiting due to food poisoning. The patient stated that she had a cgm inaccuracy as well but cannot remember the specific cgm/bg comparison values. The patient¿s husband took the patient to the hospital. At the hospital, the patient was treated with IV fluids and insulin. The patient was observed in the hospital for 24 hours and then discharged home. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).